Event description:
It was reported that on (B)(6) 2015, intra-op, the inserter broke during surgery. The instrument came in contact with patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device or applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.